Event description:
Pt had channel drain inserted in right pleural space during CABG surg on (B)(6) 2021. During discontinuation of tube (B)(6) 2021, tube broke into two pieces. The cv nurse practitioner who dc'd the tube stated the discontinuation was routine. When he cut suture and began pulling the tube out, only part of tube came out. The remainder was retained inside patient requiring a return to operating room the following morning for it to be removed. Removal was noted to have been done without difficulty. After surgery completed, while patient still in the operating room, he developed cardiac dysrhythmias ultimately leading to code blue. He was resuscitated and returned to surgical ICU. FDA safety report ID# (B)(4).